Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced sustained high blood glucose with large ketones after waking, with the device alerting for high glucose; the glucose remained out of range overnight until infusion set and supplies were replaced, after which glucose returned toward range. Symptoms included vomiting and ketosis. Outcomes included assistance provided by the pt's school nurse replacing their supplies. Education was provided to the pt's caregiver regarding potential infusion set or cannula issues and replacement of disposable supplies. Investigation of this case revealed that the cause remained unclear, with suspicion for infusion site or set performance contributing, and no lot information available for verification. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.